Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 18.9 mg/l and was reported to the physician. As this result was different from the previous result for the patient, the tube was repeated on (B)(6) 2017 with results of 7.5 and 7.6 mg/l. There was no allegation of an adverse event. The reagent lot number was 257910. The expiration date was requested but was not provided. The field service representative changed the syringe and sample probe and adjusted the sample probe position. The performance of the analyzer was then found to be acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No reagent or instrument issue could be found as the internal qc results were within range. The investigation confirmed the issue was resolved by the service actions.